Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, ¿intraoperative fracture or breaking of instruments has been reported for general instruments.¿ this report is number 10 of 12 mdrs filed for the same patient (reference 1825034-2016-04329-337 and -04339-41).

Event description:
During an arthroscopic bankart repair, a drill bit fractured however there were two used during the procedure and both will be reported as it is not known which one actually fractured. The fractured drill bit was removed during a second operation.

Manufacturer narrative:
This follow-up report is being filed to relay additional/corrected information which was unknown at the time of the initial medwatch. Two drill bits were utilized during the procedure, however, it is unclear which one fractured. Both drill bits have been reported, as it is unknown which device was fractured (please also reference 0001825034-2016-04339-1). Device was not returned for review; however, upon investigation into the incident, it was relayed by the customer that an incompatible rigid drill bit was utilized in a curved drill guide. The root cause is determined to be due to use error.

Event description:
It was reported that during an arthroscopic bankart repair procedure, a drill bit fractured. The fractured drill bit was able to be located and removed during the procedure. Two drill bits were utilized during the procedure, however, it is unclear which one fractured. No additional patient consequences were reported.